Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. It was concluded that the helix will not extend because dried blood in the distal conductor prevents torque transfer to the helix when the is-1 pin is rotated. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to the screw not coming out. The lead was attempted to be placed in several positions and eventually the lead screw would not come out. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.